Manufacturer narrative:
Vyaire complaint #: (B)(4). Other - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt 802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.